Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedances. The patient underwent a spinal cord stimulator (scs) lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7087010.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)). The returned lead was analyzed. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik anchor has resulted in the reported complaint. With all the available information, boston scientific concludes that the allegation of lead damage has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedances. The patient underwent a spinal cord stimulator (scs) lead replacement procedure and was doing well postoperatively.